Event description:
It was reported that during a gastric carcinoma procedure, there was bleeding at the anastomosis stoma post-op. Five hundred cc of blood was lost and a transfusion was required. There were a few malformed staples. Hand sewing was used to control the bleeding. Twenty-four hrs later, the stomach was bleeding, so the operation was re-done. There was no pt consequence after the second procedure.